Event description:
It was reported the system displayed a kv on in error message. This resulted in a loss of x-ray generation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and returned to service.